Event description:
The sonoma crx was implanted into a pt with an established non-union. The device was removed approx 4 months after the initial surgery because of persistent non-union leading to broken hardware. It is unclear whether the established non-union could be resolved by fracture stabilization. The pt was plated and we are uncertain of the pt's current condition.

Manufacturer narrative:
The pt presented with an established non-union. Typical of this condition are periostal stripping, inadequate circulation, and poor osteo-inductive properties of the fracture. Appropriate remedy would be bone graft and intramedullary implant.